Event description:
It was reported that the patient¿s device had flipped before. It was noted that the patient had met a manufacturing representative at the hospital and it was ¿flipped back.¿ the caller could not recall when the event happened. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-75, serial# unknown, implanted: 2010 (B)(6); product type lead product ID 3778-75, serial# unknown, implanted: 2010 (B)(6); product type lead. (B)(4).